Manufacturer narrative:
The catalog number/lot code is unknown at this time. Device description was reported as an unknown metal plate. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported by the patient's attorney through the filing of a lawsuit that allegedly, the patient was implanted with an unknown metal plate on (B)(6) 2013. It is further alleged that the metal plate broke on or about (B)(6) 2013.